Event description:
Boston scientific received information from the patient implanted with this ICD and implantable defibrillation lead that, the patient suffered from an infection two years ago. The cause of infection was unknown; however, the infection has since cleared. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.